Event description:
According to the reporter: procedure: laparoscopic cholecystectomy upon removal from patient, the bag got torn and broken. The doctor states nothing different form usual in usage. Opened another to complete the case with no problem. No patient harm. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).